Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the display was flashing and flickering but still readable. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.